Event description:
Customer reported that during connection of clave piggyback connector to abbott secondary IV set on a plum pump, the cannula broke off and traveled down the tubing. Tubing was clamped off and entire set was changed. No pt harm or injury.